Event description:
A us distributor reported that a patient was receiving adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to an pinched wire in the lead 1 ECG c and d cable. The root cause for the pinched wire could not be positively identified. There were no adverse events associated with the damaged electrode belt.